Manufacturer narrative:
Manufacturing site evaluation: investigation - no product at hand. No pictures received. Batch history review- the device quality and manufacturing history records have been checked for the lot number (52483257) and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - no product available and therefore it is hardly possible to determine an exact conclusion and root cause. We assume that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. Rationale - according to the quality standard and DHR files a material defect, production and design error can be excluded. Without the product we can not determine the exact cause. There is the possibility for a deformed slider sheet due to a too fast application. Possibly a damaged clip applicator due to a deformed push rod or something similar could be another cause for this error. If further investigations are required, the complaint product and clip applicator should be provided for examination. Corrective action - there is no CAPA necessary.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the challenger clips. During a laparoscopic-assisted distal gastrectomy. (Ladg) procedure, the device would not reload and separated. The cartridge dropped inside the abdomen after the first clip had been fired and was retrieved immediately. Another product was used instead to proceed with the surgery. Intervention was not required and no delay or patient harm occurred. Additional information was not provided.